Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. The run data file (rdf) was analyzed for this event. Root cause: run data file did not show a conclusive root cause for the higher-than-expected wbc content in the platelet product reported for this procedure. Alerts that could contribute to wbc contamination of the platelet product, such as ¿centrifuge pressure thigh¿ or ¿rbc spillover¿ were not presented in this procedure. However, the rbc signals corresponds to a disrupted steady state of the system. While the trima accel system is typically robust against numerous access pressure alerts, it cannot be ruled out that the frequent access low warnings during the procedure contributed to the higher-than-expected wbc content reported for this procedure. As the rbc detector cannot count the cells passing by, in order to generate a ¿potential wbc contamination detected¿ message, the rbc detector must see a significant change in the reflectance values. In this procedure, rbc detector reflectance signals did not indicate that wbcs were escaping the lrs chamber. Therefore, the run data file reported that the platelet product could be labeled as leukoreduced.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Donor unit #: (B)(6) the wbc count is not available at this time. The product was irradiated and transfused, and per the customer, the product was used as leukoreduced. Per the customer, the patient had no transfusion reactions. The platelet collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Donor unit #: 70514184 the wbc count is not available at this time. The product was irradiated and transfused, and per the customer, the product was used as leukoreduced. Per the customer, the patient had no transfusion reactions. The platelet collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.